Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for a 14 beat vtac event. The staff from the previous day had left a note with a strip labeled "14 beat run of ventricular tachycardia." The device was not returned to nihon kohden for an evaluation, but the strip was reviewed by nihon kohden clinical, however, it was not possible to determine a cause after a review of the settings. This event may have been caused by having the monitor set to evaluate lead ii, which would not have labeled the rhythm vtac. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a 14 beat vtac event. The staff from the previous day had left a note with a strip labeled "14 beat run of ventricular tachycardia."

Manufacturer narrative:
Details of complaint: customer reported a questionable alarm under ticket (B)(4). Ticket (B)(4) was inadvertently closed and can no longer be updated. Thus, the investigation under ticket (B)(4) will consider the information provided in both tickets. On 1-20-2018, customer patricia reported to nk tech support that staff from previous day had left her a note with a strip labeled as a 14 beat run of ventricular tachycardia. She wanted to know if she should be concerned. Patricia was asked by tech support to send in pictures of event in question. Nk clinical specialists (cas) reviewed the strip and concluded more information was needed to correctly assess the event. Without knowing the settings on the device, it was difficult to determine the cause. Per nk cas, if the monitor was set to evaluate lead ii, it would not have called the rhythm v-tach. On 1-29-2018, nk cas was in contact with customer bme who was unaware of the full details of the event. Customer was to educate staff on the importance of contacting nk as soon as possible to ensure proper evaluation can take place. Device serial number was not provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: a review of customer's service history shows additional incidents relating to alarms: 31638 - missed 12 beat v-tach alarm. Nkc investigated the incident and determined that due to inappropriate lead selection whereby resulting waveform could not be detected clearly. Lead selection should be such that it allows for larger amplitude shows widening of qrs width. 44592 - missed 15 beat v-tach alarm. Issue was sent to nkc for further investigation. Per technical investigation, the missed v-tach alarm was detected as normal beats. It was recommended that in a situation like this, ECG should be changed to waveform which can clearly recognize the widening of qrs width by selecting other lead or replacing electrodes with another position. 50711 - patient b was alarming v-tach and v-fib but waveform was normal. The root cause has not been determined. 53034 - this is a duplicate ticket of (B)(4). 56455 - v-tach condition was not detected due to low waveform amplitude. This was a result of lead selection by end user. Additionally, bradycardia was not detected due to alarm was set to 50 bpm or less, while the heart rate approached the low of 72 bpm. Since analysis of the case in question could not be conducted, it cannot be confirmed if the current case is similar to incidents listed above. Customer is aware of the procedure to ensure timely investigation in the future. Further investigation is not possible at this time. The root cause for the current incident could not be determined.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a 14 beat vtac event. The staff from the previous day had left a note with a strip labeled "14 beat run of ventricular tachycardia."

Manufacturer narrative:
Corrected data: h10: manufacturer narrative. Additional information: f7: type of report. G7: type of report. H2: if follow-up, what type. H6: event problem and evaluation codes. Manufacturer narrative: investigation result: a review of customer's service history shows two additional incidents relating to alarms, which were sent to nkc for further investigation. Per the technical investigation, the missed v-tach alarm was detected as normal beats. It was recommended that in a situation like this, ECG should be changed to waveform which can clearly recognize the widening of qrs width by selecting another lead or by placing electrodes in another position. There were no patient injuries reported in this case. The customer has been made aware of the procedure to ensure a timely investigation in the future. Since analysis of the case could not be conducted, further investigation is not possible at this time.